Event description:
It was reported that the patient had a device pocket infection approximately one month after the implant procedure. The patient was treated with "antibiotic" and the device remains in use. The patient was reported to be enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. Concomitant medical products: 5076-52 implantable pacing lead 2010-(B)(6); 419478 implantable pacing lead 2010-(B)(6). (B)(4).